Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, it was reported that a power flex pro was delivered to the lesion, but the balloon ruptured during its initial dilatation. Blood back flow was observed in the indeflator. Therefore, the power flex pro was exchanged for a non-cordis balloon product and the procedure was finished successfully. There was no patient injury reported. The lesion had been crossed with an unknown guidewire. The lesion was not calcified and tortuous. The rate of stenosis was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Additional information indicated that there was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media to saline ratio used. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was resistance/friction while inserting the balloon through the rotating hemostatic valve, while inserting the balloon through the guide catheter or while advancing the balloon catheter through the vessel. It is unknown if the patient was treated for blood loss. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, it was reported that a power flex pro was delivered to the lesion, but the balloon ruptured during its initial dilatation. Blood back flow was observed in the indeflator. Therefore, the power flex pro was exchanged for a non-cordis balloon product and the procedure was finished successfully. There was no patient injury reported. The lesion had been crossed with an unknown guidewire. The lesion was not calcified and tortuous. The rate of stenosis was unknown. Additional information indicated that there was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media to saline ratio used. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was resistance/friction while inserting the balloon through the rotating hemostatic valve, while inserting the balloon through the guide catheter or while advancing the balloon catheter through the vessel. It is unknown if the patient was treated for blood loss. The product was not returned for analysis. A device history record (DHR) review of lot 16059267 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The rate of stenosis is unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). Concomitant products: unknown guidewire. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.